Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument initially cauterized tissue but then stopped functioning. The instrument was replaced, the energy cable was swapped, and the e-200 generator was restarted; however, the cauterization would work briefly before stopping again. The technical support engineer (tse) explained the messages could be triggered when the tissue is too thin or when the instrument's tip experiences a short circuit. Tse advised that the issue was more likely related to operational factors rather than a system defect. Later, the customer called back after replacing the instrument with a different force bipolar instrument to report that cauterization initially worked but then stopped with the same message. When connecting the instrument and cable to an external electrosurgical unit (esu) for testing, the activation sound was heard but no cauterization effect was observed. However, no other bipolar instruments were tested during this case, making it difficult to determine whether the issue lies with the forceps, the esu, or the usage. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 generator due to error message. The system was tested and verified as ready for use. Isi has received the e-200 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.